Event description:
The patient reported via a manufacturer representative (rep) reported that the implantable neurostimulator (ins) was not functioning or charging in over two years. It was noted that the cause of the non-functioning battery was the fact that the patient was not charging the device because the therapy never helped with her pain and she had discomfort at the ins site. No actions or interventions were taken on (B)(6) 2016 and the patient declined to have the ins interrogated. The healthcare provider (hcp) requested an x-ray and planned to have the system removed. The patient's medical history is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.